Manufacturer narrative:
This report is being supplemented to provide corrections. Corrected fields: h6: (component code and investigation findings). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correcting h10 - the reported event of no image was not reproduced during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 and h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon (no image) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The investigation did confirm that the image guide (ig) had breakage/red crack. No specific cause could be identified as to the breakage/crack. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope experienced a no image issue. The event was discovered during the testing of the device prior to a procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of no image was due to a foggy image due to a scope failed leak test. During testing from the biopsy channel, fluid was found. The device was sent to vacuum aeration to get dry then the video image was okay. The technician also found the image guide had breakage and the probe unit tip had sharp edges. Additionally, the following findings were also identified, and are as follows: (a.) The scope failed the leak check, (b.) The distal end of the device body probe unit tip had sharp a edge, (c.) The bending section cover glue was required, (d.) The forceps passage had leakage at the biopsy channel, (e.) The image is foggy on the evis device. After vacuum aeration image is ok, (f.) The image guide had breakage/ crack, (g.) The bending section failed leakage. After vacuum aeration, the device was dry, (h.) The insertion tube had a dent, (I.) The insertion tube had cuts or scratches, (j.) The scope connector-required replacement due to failed leak test, (k.) The electrical connector on the charged cabled device wire length were below standard, (l.) And the angulation on the up/down was out of specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.